Event description:
It was reported that during a da vinci si prostatectomy procedure, the wires at the tip joint of the fenestrated bipolar forceps instrument frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument was returned with broken pitch cables. Both pitch cables were broken at the distal clevis hub and both cable segments that contain the crimp were still installed in clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.